Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders are not crossing over. A technical support specialist found that patients and orders were not crossing over on multiple stations across several facilities. A review showed that the customer had previously identified the report server as offline and had been advised to have their information technology team reboot it. The tss assisted the information technology analyst, who coordinated with server team to reboot the report server. Once the server was back online, access to health sight viewer was restored with no errors related to patient or order delays. A downtime query confirmed that messages were current and all services were operational. The customer confirmed that patients and orders were crossing over normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the patients and orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.